Manufacturer narrative:
Product event summary # (B)(6) 2015: patient reported that their stimulation was going up on its own. Patient reported that the stimulation will be up to 7.00 and when turned down to 4.00, it will go back to 7.00. Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported stimulation would be up to 7.00 and then he wanted to turn it down, and it would go to 4.00, but then he would check it and it would be up to 7.00. The patient didn't like how it changed on its own. It was explained to the patient what adaptivestim was and how it worked, however, the patient stated he would prefer not to have it change on its own-he would rather do it all manually. The patient was walked through how to turn adaptivestim off. Troubleshooting resolved the reported issue. No patient symptoms were reported. Relevant medical history includes non-malignant pain and post-laminectomy pain.